Event description:
It was reported that the patient¿s back was swelling and it hurt their bones and everything so bad. The patient would get chills for 2 hours and then they would get warm. The patient thought their body was trying to reject the device. The patient went to the emergency room on (B)(6) 2015 and they gave them pain medicine and muscle relaxers. The patient was diagnosed with infections at their implantable neurostimulator (ins) pocket site and the lead location. The patient experienced redness, sweating, incisional wound opening, and slight discharge at the incision site. The patient¿s white blood cell count had climbed. A culture was taken from the patient¿s blood but it was unknown what type of organism was cultured. Prior to the infection the patient had not experienced any complications and they were happy with their device. The patient had recently undergone a dental procedure but it was unknown if this was related to the issues. No troubleshooting was performed and the device was explanted. The patient was treated with antibiotics. The patient desired to have their system re-implanted once the infection resolved. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).